Event description:
The patient underwent bilateral simple mastectomy with bilateral reconstruction with tissue expanders. One month later, the patient underwent removal of left tissue expander due to infected left tissue expander. Positive cultures.